Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. During troubleshooting customer was asked to perform self test and received an alarm. Self-test was performed again and the device passed the test, blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.